Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic patient record from the event, physio was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself two (2) times during an event. The patient, a (B)(6) year-old female, was experiencing an episode of tachycardia. The customer advised that the first time that the device powered off by itself, it was connected to the patient as she was being carried from her residence to the ambulance. The second time the device powered off by itself, medical personnel were attempting monitor the patient (4-lead ECG, bp cuff on but not being actively taken, pulse ox was monitoring spo2). Medical personnel were able to power the device back on after each loss of power. The device functioned properly with no further discrepancies observed for the remainder of the call. The customer advised that the patient survived the event. There were no reports of adverse effects as a result of the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power as reported. The batteries in the device was replaced as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself two (2) times during an event. The patient, a (B)(6) female, was experiencing an episode of tachycardia. The customer advised that the first time that the device powered off by itself, it was connected to the patient as she was being carried from her residence to the ambulance. The second time the device powered off by itself, medical personnel were attempting monitor the patient (4-lead ECG, bp cuff on but not being actively taken, pulse ox was monitoring spo2). Medical personnel were able to power the device back on after each loss of power. The device functioned properly with no further discrepancies observed for the remainder of the call. The customer advised that the patient survived the event. There were no reports of adverse effects as a result of the reported issue.